Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the sheath body did not tear the same on each side leaving the tip of the sheath around the catheter body was confirmed. The customer returned one peel away sheath. Visual examination of the returned sample revealed that the sheath body was torn in half along both score lines creating 2 pieces. The sheath also appears to have the start of a horizontal tear near the distal end on one half. The score line edges near the distal end appear to be stretched and jagged more than usual. Microscopic examination confirmed that both sheath halves were torn along the score line with some additional tearing or difficulties near the distal end. Manufacturing examined this complaint sample and did not find any manufacturing related issues that would have resulted in any difficulty. The sheath body length was measured on each half from the bottom of the tab to the tip. One half measured 4.09 inches and the other 4.13 inches in length which is consistent with the length specification per peel away graphic (length: 3.875"- 4.13"). A device history record review was performed on the sheath based other remarks: on sale history and did not reveal any manufacturing related issues. Since the damage occurred during use, operational context appear to have caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the clinician peels the sheath the one side of the sheath breaks sooner than the other one. They are left with the tip of the sheath introducer around the PICC. They were able to peel it off. There was no patient death or complications reported.